Event description:
The customer stated that the battery is not getting charged. The problem found during the daily routine shift check. No pt involvement reported by the customer.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.